Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2015, and revision bilateral mandibular components in (B)(6) 2016. The patient developed pain and swelling on her right side. On (B)(6) 2019, the surgeon removed the patient's right tmj implants and placed an antibiotic spacer. Microbiology testing showed growth of coagulase negative staphylococcus, specifically propionibacterium acnes. The surgeon plans on placing revision components after the infection has been resolved. Multiple MDR reports were filed for this event, please see associated report: 2031049-2019-00036.

Event description:
The patient's right tmj mandibular component was removed due to infection.